Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Primary investigator reported via phone call that the customer experienced hyperglycemia. The customer's high blood glucose level was 505 mg/dl. The device will not returned for analysis.